Event description:
Md had to place two stents in the left main with quite a bit of difficulty. The stents in the left main were 3.5 mm in diameter. A 0% residual stenosis was noted. However, distal to the stent in other views there was another lesion going so md decided to proceed with the balloon angioplasty place a stent. Md used a 2.5 x 8 mm size but unfortunately the stent dislodged. Due to heavy calcification of the proximal part of the left circumflex the md could not tell if dislodged in the left circumflex is outside the guide. The stent has significant decrease of any radiopacity so it was very difficult to be seen, particularly in the proximal part of the left circumflex artery which had hangover of dye because of the dissection and also the heavy load of calcium. Additionally, the stent might have dislodged distally. Md did multiple images with a dry cine and wet cine could not identify it, md decided to advance a snare trying to pull the wire distally. None of the snares would make it because of the significant heavy calcification and tortuosity of the vessel. Md decided to use a lesion balloon which he advanced and went all the way distal in the left circumflex artery where he inflated, and after inflation I pulled the balloon as it is inflated through with the guide out. There was some remnant of mechanical material noted at the end of the balloon that I could not tell if it was crushed stent or just material from the guide liner.